Event description:
A turnpike lp catheter was used during a patient procedure. During the procedure resistance was felt with the turnpike lp and the guidewire. When the physician attempted to remove the guidewire from the turnpike lp the guidewire separated and some of the guidewire remained stuck in the turnpike lp. The turnpike and guidewire were removed and all fragments were retrieved.